Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the severely tortuous and non-calcified cephalic vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and pinhole was noticed on the device. The procedure was completed with a different device. No patient complications were reported and the patient was good.